Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to a tear in the top of the cassette housing chamber. It is unknown how or when this damage occurred. There was proteinaceous debris observed on the exterior of the valve. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was occluded and did not function well intraoperatively. Reportedly, there was no injury to the patient.